Manufacturer narrative:
H11. Updated: the customer reported that the wrong dose is associated with ptv3600mp. An investigation was attempted by conducting an evaluation of the product and the reported information. Attempts were made to reproduce the issue using internal test systems, but no issue was found. The customer has also been unable to reproduce the issue. The software code has been inspected and tested, with no logic error identified. Therefore, because the issue could not be reproduced it was not possible to determine if a malfunction occurred with the product. Monaco displayed that there was a wrong dose distribution, alerting the user that there was a problem. This issue was identified before clinical use during the planning phase. Based on the available information there was no patient mistreatment.

Event description:
The customer reported that the wrong dose is associated with (B)(6).

Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.